Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. The customer successfully filled the cartridge and used the cartridge for insulin therapy. Blood glucose level was 300 mg/dl.